Event description:
It was reported that the arctic sun device displayed alarm 76 (inlet water sensor out of range). Inlet temperature(t3) short. They would order and replace the manifold harness. Transferred to csr.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a shorted t3. Tech support provided parts quote for manifold harness replacement to the biomed. They would order and replace the manifold harness. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed alarm 76 (inlet water sensor out of range). Inlet temperature (t3) short. They would order and replace the manifold harness. Transferred to csr.